Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('bloated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required) and was found to have weight increased ("continue to loose weight"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension and weight increased to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('bloated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required) and was found to have weight increased ("continue to loose weight"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: pqs: addition of imdrf codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.